Manufacturer narrative:
The unit was replaced for the customer.

Manufacturer narrative:
Upon further investigation, it was found that the unit would not heat. A non-functioning heater would cause the device to not deliver water according to temperature setting. An alternative device could be used for temperature therapy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the unit failed the overheat test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the unit failed the overheat test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.